Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. It is alleged that several years post implant, the patient underwent an additional surgery to remove the mesh; it is unclear at this time if one or both of the bard devices is alleged to have been explanted. Based on the limited information provided at this time, no conclusions can be made. Should additional information is obtained, a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex hernia patch an additional emdr was submitted to document information regarding the bard/davol 3dmax mesh . Not returned.

Event description:
The following is alleged by the patient's attorney: (B)(6) 2008 - the patient underwent surgery to repair an inguinal hernia and an umbilical hernia. As reported, a bard/davol 3dmax mesh was implanted to repair the inguinal hernia defect and a bard/davol ventralex hernia patch was implanted to repair an umbilical hernia defect. (B)(6) 2013 - the patient underwent an additional surgery to remove the mesh. The patient's attorney alleges that the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective mesh products.

Manufacturer narrative:
This is an addendum to the initial emdr to document a correction to the initially reported lot number and expiration date.